Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The infusion device will also cancel the bolus amounts which the patient administers. The patient experienced elevated blood glucose levels and went to the hospital to receive treatment for hyperglycemia. The patient's blood glucose result was 400 mg/dl after lunch. The patient also received a blood glucose result of 257 mg/dl at an unknown time. The doctor provided the patient with an alternative therapy of insulin pens, 35 units of lantus and fast-acting insulin for meal bolus. The patient was in the hospital for 45 minutes. The infusion device was requested to be returned for product evaluation.